Event description:
On (B)(6) 2014, the pump educator contacted animas, alleging that the patient experienced severe hyperglycemia while on pump therapy. Reportedly, on (B)(4) 2014, the patient¿s blood glucose (bg) reading was ¿hi¿, emergency services were called and patient was admitted to the hospital. At the time of admission, patient¿s blood glucose reading was at 900 mg/dl with symptoms of confusion and nauseated. It was reported that the patient was treated with intravenous fluid by health care professionals at the hospital. The patient allegedly remained hospitalized at the time of the call and no information was provided regarding the pump status or if pump settings were adjusted recently. Customer technical support reviewed the event with the reporter. It was reported that the patient had fell ill 3 days prior to the event. The patient allegedly had changed site/set earlier on the event date but the patient¿s spouse was unsure if that was the case. The pump or the patient was not available for review and no additional information was available at the time of the call. Several attempts by the customer support to follow-up on the matter were unsuccessful and the reported issue remained unresolved. This complaint is being reported based on the allegation that the patient experienced a severe hyperglycemic event related to a delivery issue with the pump of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/24/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data showed that the last bolus was delivered on the event date and the last basal was delivered three days after. The pump was manually suspended on the complaint date and manually resumed the day after. Pump history did not show any unusual activities outside of normal use. The total daily deliveries prior to the event added up correctly and reflected the user¿s programmed basal settings. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly. The reported delivery issue was not verified in the black box or duplicated in the investigation.